Event description:
While a pt was on bypass it was noted that blood/fluid was dripping on the floor. It was noted that the leakage was coming from a crack in the vamp system where the tubing is inserted into one of the blood drawing ports. Followup with the physician indicated that four units of blood were administered to stabilize the pt's hemoglobin.